Event description:
A zoll distributor returned monitor sn: (B)(4) to report that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor was unable to power on. Upon investigation the leads on high-voltage capacitor c22 on the defibrillator board were broken away from the pads, causing a misdirected pulse and the inability to power on. The root cause for the broken leads on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the defective monitor.